Event description:
Package opened. Checked to see if metal needle in plastic injector. It was not. If nurse hadn't noticed this, the pca would not have punctured and or delivered pain relief to the pt. This is the second reported incident. Memo to all units to be aware of this. Pca bulletin: before attaching pca drug vial to pump verify, by visual inspection, that the plunger which is attached to the infusion set has the metal needle attached. If this is missing do not use the pca tubing/injector since no drug will be delivered to the pt nor will you be able to aspirate fluid from the vial. The pca administration set is defective not the pca vial containing the drug. Return any defective sets to the pharmacy so we can document and report this problem to the appropriate agencies.